Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the micro catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance and remove. Based on the limited information provided, it is possible that the microcatheter was damaged causing resistance between devices during advancement resulting in the reported difficulty to position; however, this could not be confirmed as the guide wire and microcatheter were not returned. Additional manipulation likely caused the guide wire to become stuck inside the microcatheter resulting in the difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the balance middleweight guide wire could not cross a non-abbott 0.014" micro catheter. Both devices were removed together as they were stuck together, and a pilot 50 guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.